Event description:
It was reported that cardiac perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The transseptal puncture was successfully completed and the physician inserted the was into the patient. It was noted that there was a large torque velocity from the veins leading into the inferior vena cava which caused tension on the was. While the physician was inserting the was it was noted that the angle and trajectory of the sheath was not normal. The tension and torque on the was released which resulted in a perforation. Transesophageal echocardiogram (tee) imaging showed that the perforation resulted in a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis to help drain the blood from the patient. The patient was given blood and medication to help increase blood pressure and received cardiopulmonary resuscitation three different times within an hour. The patient eventually became stable, their blood pressure normalized, and the effusion was stable. The patient was brought to the intensive care unit to be monitored. The patient remains in the hospital and is still recovering from this event.